Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary : the device was returned and analyzed with no anomalies found.

Event description:
It was reported that the right ventricular lead was dislodged and was pacing the atrium. It was noted the patient had been lost to follow-up since the implant procedure about two years earlier. It was also reported that the device had accelerated battery depletion due to the high programming of the ventricular output. The lead and device was explanted and replaced. No patient complications have been reported as a result of this event.